Event description:
On (B)(6) 2012, pt reported experiencing issues with the top arrow button on the infusion device sticking. Pt stated the top arrow button was stuck earlier today and the infusion device remained in the quick bolus function. Pt reported the button did lay flat at the time, but eventually popped back out. Pt stated he has never had any issues with the infusion device not responding after the buttons were pressed. Pt reported the rubber on the device is also worn and feels this could be contributing to the button sticking. Advised pt to switch to the backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.